Manufacturer narrative:
H3 other text : device evaluated by manufacturer.

Event description:
The manufacturer received information alleging an operational noise was heard from the unit. There was no harm or injury reported. During the evaluation it was confirmed that the noise was coming from the motor blower assembly, which was then replaced. In addition, the following parts were replaced in accordance with replacement of the motor blower assembly: pollen filter, stirring fan foam and 43-micron filter.